Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead reported feeling unwell and was admitted to the hospital, and was hooked up to an external holter monitor. A loss of capture (loc) occured in the ventricle up to 4 seconds. All other lead measurements were confirmed normal and with in range. The device was interrogated and no oversensing or breaks in arrythmias. After further review with the patient the physician discovered that the patient had a violent fall on their chest 2 months prior and a shock was received. The physician elected to replace the device and lead. The physician suspected the fall to have caused the lead to have moved. A data disk was review by boston scientific technical services (ts) agent who concluded that no damage or malfunction of the lead or device occured, as this was related to the patient's fall. No additional adverse patient effects were reported.